Manufacturer narrative:
Sample was collected in a li heparin tube with a gel barrier by the ER staff. The sample was centrifuged for six (6) minutes at 3000 rpm on the automation line. Qc was within the customer's established ranges prior to and after the erroneous result. A field service engineer (fse) was dispatched on (B)(4) 2011 and performed multiple system checks and the carry over procedure. All met specifications. The fse also pulled the sample and noted it was a full draw with no cellular debris. Root cause has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a positive total beta - human chorionic gonadotropin (tbhcg) result on one (1) patient that was questioned by the physician, generated by the unicel dxi 800 access immunoassay system. The results were reported out of the laboratory; however, repeat testing resulted as negative. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.